Event description:
It was reported that the customer had hypoglycemia and the paramedics were called and then the customer was taken to the hospital. The wife stated that the customer's blood glucose was treated but they were not coming down. The wife also stated that the insulin was leaking out of the reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.